Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: after a robot-assisted procedure, there was a post-operative leak. The patient underwent an exploratory laparoscopic procedure post-operatively and was treated with antibiotics. There was a reoperation.